Event description:
A healthcare worker (hcw) reported allergic symptoms when working with disopa disinfectant. The healthcare worker was diagnosed with asthma in (B)(6) 2009 prior to working in the endoscopy room. The hcw began work in the endoscopy room (B)(6) 2009. The symptoms were described as not serious and are now in remission. When symptoms develop, the hcw uses an inhaler and/or oral medicine three or four times per year. Allergy testing has not been performed. The healthcare worker wore gloves, goggles, mask, and gown. It was suggested to the hcw to use an active carbon mask. It was reported that there was a strong air fan behind each of the two endoclens-d automatic endoscope reprocessors ((B)(4)). Endoscopes are processed in the endoclens-d and other instruments are reported to be disinfected in a tray with disopa. The hcws stated that they will discontinue using the tray with solution. Other products in the endoscope room include formalin which is used to preserve samples and "other medications" which were not specified. Two aer's (serial number unknown) at the hospital were reported to be functioning normally with no error. Note: this hcw started complaining of her symptoms after she heard about a co-worker in the facility who developed asthma. (Reference 2084725-2011-00046 manufacturer report).

Manufacturer narrative:
Additional information received from (B)(4): (B)(6). New information: the hcw experienced left lung cancer (postoperative) on 2004. She has history of allergy and it is allergic rhinitis and bronchial asthma. She has been under medical treatment for allergic rhinitis. On 2009/(B)(6), she started medical treatment for bronchial asthma. Symptom was stabilized by treatment. On 2009/(B)(6), she began working in the endoscopy room washing and disinfecting endoscopes using disopa. On 2001/(B)(6) the hcw saw a doctor for bronchial asthma. On 2010/(B)(6), she saw a doctor for bronchial asthma. "Predonine (20g/day, for 3 days)" and "meptin-mini tablets (50 micro gram/day, for 7days)" was started. "Pulmicort respules" was increased to 800 micro gram/day. On 2010/(B)(6), it was confirmed that attack converged (resolved). On 2010/(B)(6), she saw a doctor for bronchial asthma. "Predonine (20g/day, for 3 days, two times)" and "meptin-mini tablets (50 micro gram/day, for 40days)" was started. On 2010/(B)(6), it was confirmed that attack converged (resolved). On 2011/(B)(6), it was confirmed that attack converged (resolved). Symptom of bronchial asthma is stationary now using pulmicort respules she washed and disinfected endoscopes using disopa each and every day in above duration therapy. She is in the same business now. The doctor's comment: the causality between her bronchial asthma and disopa is not negated because the symptom of asthma gets worse after exchanging disopa. Concomitant medications are as follows. On 2009/(B)(6), "alesion tablets 20 (tablet, internal use, 20mg/time, once a day)" was started for treatment of allergic rhinitis. From 2009/(B)(6), "tamiflu (capsule, internal use, 75mg/time, twice a day)" was taken for treatment of the flu. From 2010/(B)(6), "ozex (tablet, internal use, 150mg/time, three times a day)" was taken for treatment of acute upper respiratory tract infection. From 2010/(B)(6), "transamin (capsule, internal use, 500mg/time, three times a day)" was taken for treatment of acute upper respiratory tract infection. From 2010/(B)(6), "astomin tablets (tablet, internal use, 10mg/time, three times a day)" was taken for treatment of acute upper respiratory tract infection.

Manufacturer narrative:
Ni

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use misuse analysis and health hazard analysis. Complaint history trending for disopa solution for the problem related to respiratory reaction and allergic symptoms did not reveal a significant trend. Batch record review of disopa solution was not possible since the lot number was unknown. The fmea (failure mode effects analysis) score for user allergic symptoms and respiratory reaction is below the threshold of 100. The shuma (system hazard use misuse analysis) has been assessed a category I - broadly acceptable risk. The hhe (health hazard evaluation) was reviewed and the hazard/risk is none/negligible. There was no product returned for investigation. The lot number was not available for retain evaluation. The disopa solution is manufactured in (B)(4) and sold exclusively in (B)(4). Disopa is similar to cidex opa solution sold in the united states. As indicated in the cidex opa solution instructions for use (IFU), exposure to cidex opa solution (same as disopa solution) may elicit an allergic reaction. Avoid exposure to ortho-phthalaldehyde (opa) vapors, as they may be irritating to the respiratory tract and eyes. Disopa solution may aggravate preexisting asthma or bronchitis. Symptoms are typically transient and disappear once the user is moved to a well-ventilated area. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb opa from the air. Users should be trained in the proper handling of opa solution. From the information provided, it is unknown if the hcw's symptom was a result of disopa, her preexisting asthma condition or other chemicals in the room. As stated in the cidex opa msds, inhalation of vapor may cause asthma-like symptoms (chest discomfort and tightness, difficulty with breathing) as well as aggravate pre-existing asthma. Formalin is a diluted formaldehyde solution and exposure to a 10% solution may cause upper respiratory condition such as asthma. It was recommended to the facility to use an active carbon mask. It has been identified in the risk documents that respiratory reaction may be caused by inadequate ventilation, spills, splash, improper ppe, odor, leakage from aer, and uncovered trays.